Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. The clinician delivered one discharge to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical. Our testing of the device found it met all test criteria to specification. However, the clinical file for the patient event was not provided for evaluation. The device passed all clinical testing; was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Evaluation of the ECG data found that the presented heart rhythm met the device's requirements for defibrillation and the device appropriately reported a "shock advised" prompt. This investigation was closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.